Manufacturer narrative:
Failure analysis of the returned device revealed that the nova max link glucose monitoring device performed within specification. Visual as well as chemical evaluation (by testing with control solution) of the returned glucose test strips revealed the strips to be compromised. The root cause could not be conclusively identified. A potential contributory root cause may be related to exposure of the test strips to extremes in temperature contrary to the storage and handling as indicated in label copy (IFU/package insert) this is further supported by the results of the retain strip testing which indicates the performance of the retain strips are within product specification. The DHR was complete and contained all relevant data indicating the product put into finished goods met all specifications.

Manufacturer narrative:
Blood glucose results - time and date is wrong. Complainant stated his pump called for 12.5 units of insulin and he bolused an additional 2.5 units for a total treatment of 15 units of insulin after this blood glucose test. According to the caller, "..he then ate lunch and a few hours later he tested again at his 'normal' time..." Complainant stated he felt symptoms of low blood glucose and at this time and while deciding whether or not to give himself insulin the consumer nearly passed out. His wife called the emt's who arrived shortly thereafter. They tested him on their unknown meter getting a result of 35 mg/dl. Shortly after they performed a blood glucose test using the nova max link meter getting a result of 361 mg/dl. The complainant stated he was then given a glucose shot and he was disoriented at the time and could not recall if this last blood glucose test on his nml was before or after the glucose shot. Stated he 'eventually began to come to' and declined to be transferred to the hospital. The emt's left the house and he stated, "..he began to' feel better'..." According to the caller, "...he has not used the meter or test strips since the reported event..." During the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before use their initial test strips as instructed in our directions for use. Per label copy/ package insert: - high or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be discussed with your hcp. Nova max test strip insert- quality control: - checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. - storage and handling: keep the nova max glucose test strips vial tightly closed when not in use. Test strips should be stored only in the original vial. Meter and test strips are expected to be returned for evaluation.

Event description:
Complainant called into customer support reporting an incident yesterday afternoon where the emts were called to his house due to a hypoglycemic event.